Event description:
The customer reported that she had a strong smell of insulin in the past few weeks, and she was experiencing high blood glucose in the 300s to 400s. The blood glucose reading at time of call was 242mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.